Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) old male pt, the device gave a "no shock advised" prompt. Complainant indicated that the pt subsequently expired.

Manufacturer narrative:
Zoll medical corporation has not received the device for eval and this complaint is still under investigation.